Event description:
It was reported there were no issues with the system; the complaint was "unfounded". It was suspected the patient was "self-aspirating medication". It was noted as "non-serious illness/injury". The pump previously delivered morphine. The pump was refilled with dilaudid.

Event description:
It was reported that patient was frustrated because he couldn't see the doctor at an appointment, but instead the doctor sent some "other guy" to see patient. Patient noted the "other guy" wouldn't talk about obtaining a ptm or listen about how much pain he was in and that the pump wasn't working. The pump was increased by 50%. Patient had redness and swelling at one incision site and the doctor "didn't mention it but took the staples out." Patient also noted never having therapeutic effect following a new pump and catheter implant. The patient noted "can hardly walk around now, but used to be able to more than that." It was also noted that the health care professional "would not provide oral / breakthrough medication" and that patient was "promised many times and thought that "by law" was supposed to be able to talk to a manufacturer representative." The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Product ID: 8709sc, serial# (B)(4). Implanted:(B)(6) 2012, product type: catheter. (B)(4).